Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), uterine perforation ("perforation/migration/ migration of essure device location of device: left side of uterus/ migration of essure device location of device: essure punctured uterus") and uterine polypectomy ("endometrial polypectomy") in a 25-year-old female patient who had essure (batch no. 709962) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic attacks, anxiety, ovarian cyst, irregular periods, dysfunctional uterine bleeding, dyspareunia, drug hypersensitivity (penicillin), hives, rash, chest pain, essential hypertension, type ii diabetes mellitus without mention of complication and back pain. Final surgical pathology report clinical history: right thigh lesion procedure: removal of right thigh lesion final microscopic diagnosis: skin, right thigh, removal: ulcerated and inflamed fibroepithelial polyp opaque dye contrast hysterosalpingogram final surgical pathology report clinical history: dysfunctional uterine bleedjng, pelvic pain procedure; hysteroscopy, d&c, reduction of essure device endometrium, polypectomy: fragment op proliferative phase endometrium. Foreign body, essure device, removal: two devices identified (gross only) . Attached fragment of proliferative phase endometrium. Endometrium, curettage: endometrial polyp fragments. Proliferative piiase endometrium. Endocervix, curettage: endometrial polyp fragment and proliferative endometrium. Scanty benign endocervical cells. Tis sue submitted.: polyp, endometrial, foreign body, essure device, endometrial curettings, endocervical curettings. Clinical history: dub, cpp. Procedure: robotic laparoscoptc bilateral cornual resection, removal of essure, hysteroscopy, d&c final microscopic diagnosis: a. And b. Fallopian tube, left and right segments, robotic laparoscopic bilateral cornual resection: bilateral completely transected portions of fallopian tubes . Chest frontal & lateral-no acute cardiopulmonary process is identified pelvic ap-no acute fracture is radiographically identified. Concomitant products included gabapentin (gabapentine), hydrochlorothiazide (hctz), lisinopril, medroxyprogesterone acetate (depo provera) and metformin hydrochloride (metformine hcl). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), scar ("scarring") and abdominal pain ("abdominal pain") and underwent uterine polypectomy (seriousness criterion medically significant). The patient was treated with alprazolam, alprazolam (xanax), clindamycin, hydrocodone bitartrate;paracetamol (vicodin), lamotrigine (lamictal), sertaconazole nitrate (sertalin), sulfamethoxazole;trimethoprim (bactrim), d& c and surgery (surgical removal of coils with a segment of salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, uterine perforation, uterine polypectomy, pelvic pain, scar, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, scar, uterine perforation, uterine polypectomy and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-maternity leave. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2010: no sonographic evidence of cholelithiasis or acute cholecystitis. Ultrasound scan vagina - on (B)(6) 2010: retroverted uterus. A small cyst in right ovary and few follicles in the ovaries bilaterally as described.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:menorrhagia, abdominal pain, dysmenorrhea , vaginal haemorrhage , pelvic pain . Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs+mr received- previous event perforation/migration are clubbed in new event uterine perforation. New event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), abdominal pain, endometrial polypectomy were added. New reporter, patient information, lot number, concomitant and treatment medication, medical history and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing'), uterine perforation ('perforation/migration/ migration of essure device location of device: left side of uterus/ migration of essure device location of device: essure punctured uterus') and uterine polypectomy ('endometrial polypectomy') in a 25-year-old female patient who had essure (batch no. (709962,708562)-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic attacks, anxiety, ovarian cyst, irregular periods, dysfunctional uterine bleeding, dyspareunia, drug hypersensitivity (penicillin), hives, rash, chest pain, essential hypertension, type ii diabetes mellitus without mention of complication and back pain. Final surgical pathology report clinical history: right thigh lesion procedure: removal of right thigh lesion final microscopic diagnosis: skin, right thigh, removal: ulcerated and inflamed fibroepithelial polyp opaque dye contrast hysterosalpingogram final surgical pathology report clinical history: dysfunctional uterine bleedjng, pelvic pain procedure; hysteroscopy, d&c, reduction of essure device a, endometrium, polypectomy: fragment op proliferative phase endometrium. B. Foreign body, essure device, removal: two devices identified (gross only) . Attached fragment of proliferative phase endometrium. C. Endometrium, curettage: endometrial polyp fragments. Proliferative piiase endometrium. D. Endocervix, curettage: endometrial polyp fragment and proliferative endometrium. Scanty benign endocervical cells. Tis sue submitted.: (a) polyp, endometrial. (B) foreign body, essure device. (C) endometrial curettings. (D) .endocervical curettings. Clinical history: dub, cpp procedure: robotic laparoscoptc bilateral cornual resection, removal of essure, hysteroscopy, d&c final microscopic diagnosis: a. And b. Fallopian tube, left and right segments, robotic laparoscopic bilateral cornual resection: bilateral completely transected portions of fallopian tubes chest frontal & lateral-no acute cardiopulmonary process is identified pelvic ap-no acute fracture is radiographically identified. Concurrent conditions included diabetes. Concomitant products included gabapentin (gabapentine), hydrochlorothiazide (hctz), lisinopril, medroxyprogesterone acetate (depo provera) and metformin hydrochloride (metformine hcl). On (B)(6) 2010, the patient had essure inserted. In may 2010, the patient experienced pelvic pain ("pain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), scar ("scarring") and abdominal pain ("abdominal pain") and underwent uterine polypectomy (seriousness criterion medically significant). The patient was treated with alprazolam, alprazolam (xanax), clindamycin, hydrocodone bitartrate;paracetamol (vicodin), lamotrigine (lamictal), sertaconazole nitrate (sertalin), sulfamethoxazole;trimethoprim (bactrim), d& c and surgery (surgical removal of coils with a segment of salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, uterine perforation, uterine polypectomy, pelvic pain, scar, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, scar, uterine perforation, uterine polypectomy and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-maternity leave discrepancy noted in essure removal date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2010: no sonographic evidence of cholelithiasis or acute cholecystitis. Ultrasound scan vagina - on (B)(6) 2010: retroverted uterus. A small cyst in right ovary and few follicles in the ovaries bilaterally as described.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:menorrhagia, abdominal pain, dysmenorrhea , vaginal haemorrhage , pelvic pain lot numbers reported (709962,708562) are invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-dec-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing'), uterine perforation ('perforation/migration/ migration of essure device location of device: left side of uterus/ migration of essure device location of device: essure punctured uterus') and uterine polypectomy ('endometrial polypectomy') in a 25-year-old female patient who had essure (batch no. 709962,708562) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic attacks, anxiety, ovarian cyst, irregular periods, dysfunctional uterine bleeding, dyspareunia, drug hypersensitivity (penicillin), hives, rash, chest pain, essential hypertension, type ii diabetes mellitus without mention of complication and back pain. Final surgical pathology report clinical history: right thigh lesion procedure: removal of right thigh lesion final microscopic diagnosis: skin, right thigh, removal: ulcerated and inflamed fibroepithelial polyp opaque dye contrast hysterosalpingogram final surgical pathology report clinical history: dysfunctional uterine bleedjng, pelvic pain procedure; hysteroscopy, d&c, reduction of essure device a, endometrium, polypectomy: fragment op proliferative phase endometrium. B. Foreign body, essure device, removal: two devices identified (gross only) . Attached fragment of proliferative phase endometrium. C. Endometrium, curettage: endometrial polyp fragments. Proliferative piiase endometrium. D. Endocervix, curettage: endometrial polyp fragment and proliferative endometrium. Scanty benign endocervical cells. Tis sue submitted.: (a) polyp, endometrial (b) foreign body, essure device (c) endometrial curettings (d) .endocervical curettings. Clinical history: dub, cpp procedure: robotic laparoscoptc bilateral cornual resection, removal of essure, hysteroscopy, d&c final microscopic diagnosis: a. And b. Fallopian tube, left and right segments, robotic laparoscopic bilateral cornual resection: bilateral completely transected portions of fallopian tubes. Chest frontal & lateral-no acute cardiopulmonary process is identified pelvic ap-no acute fracture is radiographically identified. Concurrent conditions included diabetes. Concomitant products included gabapentin (gabapentine), hydrochlorothiazide (hctz), lisinopril, medroxyprogesterone acetate (depo provera) and metformin hydrochloride (metformine hcl). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), scar ("scarring") and abdominal pain ("abdominal pain") and underwent uterine polypectomy (seriousness criterion medically significant). The patient was treated with alprazolam, alprazolam (xanax), clindamycin, hydrocodone bitartrate;paracetamol (vicodin), lamotrigine (lamictal), sertaconazole nitrate (sertalin), sulfamethoxazole;trimethoprim (bactrim), d& c and surgery (surgical removal of coils with a segment of salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, uterine perforation, uterine polypectomy, pelvic pain, scar, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, scar, uterine perforation, uterine polypectomy and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-maternity leave discrepancy noted in essure removal date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2010: no sonographic evidence of cholelithiasis or acute cholecystitis. Ultrasound scan vagina - on (B)(6) 2010: retroverted uterus. A small cyst in right ovary and few follicles in the ovaries bilaterally as described.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:menorrhagia, abdominal pain, dysmenorrhea , vaginal haemorrhage , pelvic pain. Most recent follow-up information incorporated above includes: on 9-dec-2020: mr received. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing'), uterine perforation ('perforation/migration/ migration of essure device location of device: left side of uterus/ migration of essure device location of device: essure punctured uterus') and uterine polypectomy ('endometrial polypectomy') in a 25-year-old female patient who had essure (batch no. (709962,708562)-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic attacks, anxiety, ovarian cyst, irregular periods, dysfunctional uterine bleeding, dyspareunia, drug hypersensitivity (penicillin), hives, rash, chest pain, essential hypertension, type ii diabetes mellitus without mention of complication and back pain. Final surgical pathology report clinical history: right thigh lesion procedure: removal of right thigh lesion final microscopic diagnosis: skin, right thigh, removal: ulcerated and inflamed fibroepithelial polyp opaque dye contrast hysterosalpingogram final surgical pathology report clinical history: dysfunctional uterine bleedjng, pelvic pain procedure; hysteroscopy, d&c, reduction of essure device a, endometrium, polypectomy: fragment op proliferative phase endometrium. B. Foreign body, essure device, removal: two devices identified (gross only) . Attached fragment of proliferative phase endometrium. C. Endometrium, curettage: endometrial polyp fragments. Proliferative piiase endometrium. D. Endocervix, curettage: endometrial polyp fragment and proliferative endometrium. Scanty benign endocervical cells. Tis sue submitted.: (a) polyp, endometrial (b) foreign body, essure device (c) endometrial curettings (d) .endocervical curettings clinical history: dub, cpp procedure: robotic laparoscoptc bilateral cornual resection, removal of essure, hysteroscopy, d&c final microscopic diagnosis: a. And b. Fallopian tube, left and right segments, robotic laparoscopic bilateral cornual resection: bilateral completely transected portions of fallopian tubes chest frontal & lateral-no acute cardiopulmonary process is identified pelvic ap-no acute fracture is radiographically identified. Concurrent conditions included diabetes. Concomitant products included gabapentin (gabapentine), hydrochlorothiazide (hctz), lisinopril, medroxyprogesterone acetate (depo provera) and metformin hydrochloride (metformine hcl). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), scar ("scarring") and abdominal pain ("abdominal pain") and underwent uterine polypectomy (seriousness criterion medically significant). The patient was treated with alprazolam, alprazolam (xanax), clindamycin, hydrocodone bitartrate;paracetamol (vicodin), lamotrigine (lamictal), sertaconazole nitrate (sertalin), sulfamethoxazole;trimethoprim (bactrim), d& c and surgery (surgical removal of coils with a segment of salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, uterine perforation, uterine polypectomy, pelvic pain, scar, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, scar, uterine perforation, uterine polypectomy and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-maternity leave discrepancy noted in essure removal date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2010: no sonographic evidence of cholelithiasis or acute cholecystitis. Ultrasound scan vagina - on (B)(6) 2010: retroverted uterus. A small cyst in right ovary and few follicles in the ovaries bilaterally as described. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:menorrhagia, abdominal pain, dysmenorrhea , vaginal haemorrhage , pelvic pain lot numbers reported (709962,708562) are not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and scar ("scarring"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, perforation, device dislocation, pelvic pain and scar outcome was unknown. The reporter considered device breakage, device dislocation, pelvic pain, perforation and scar to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.